Manufacturer narrative:
Lot number: 7l50582, 7l54887. Complainant part is not expected to be returned for manufacturer review/investigation. This mre review is for sterilization procedure only: part: 292.623s. Lot: 7l50582. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: november 18, 2020. Expiry date: november 1, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in (B)(4). Part: 292.623, lot: 74p0642. This mre review is for sterilization procedure only: part: 292.623s. Lot: 7l54887. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: december 7, 2020. Expiry date: november 1, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in (B)(4). Part: 292.623, lot: 75p9182. Part 292.623 lot (1) 74p0642 (2) lot 75p9182. Manufacturing site: (B)(4). Release to warehouse(1) november 2, 2020 (2) november 13, 2020. A manufacturing record evaluation was performed for finished device 292.623 lot # 74p0642 and 75p9182 and no ncs were identified product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent hallux valgus surgery with the guide wire. After the surgeon inserted a headless compression screw into the third finger, it was confirmed that something like a cut end of the guide wire remained in the third finger bone by using the image intensifier. Due to the length of the screw placed in the third finger being long, the surgeon tried to remove the cut end of the guide wire while re-inserting the new screw. The guide wire dug deeply into the bone cortex and could not be removed. At the discretion of the surgeon, a new screw was re-inserted with the cut end of the guide wire remained in the body. The surgery was completed with a thirty (30) minute delay. The procedure was completed successfully. This report involves one (1) 1.1mm non-threaded guide wire 150mm. This is report 1 of 1 for (B)(4).